Manufacturer narrative:
The reported system check failure mode is consistent with diminished aspiration due to malfunctioning aspirate probe peristaltic tubing. Replacement of this part resolved the issue. Evidence suggests a malfunction with the potential to cause the analyzer to generate erroneous patient results; however, there is no indication that this potential was realized in this instance. (B)(4).

Event description:
On (B)(6) 2016 the customer contacted technical support concerning a failed system check which was performed as part of weekly maintenance on the customer's access2 immunoassay system (serial number (B)(4)).. During guided troubleshooting, the customer replaced the aspirate probe peri tubing and repeated the system check. The customer reported that the repeat system check had passed. The customer was not questioning any patient results in association with this event.